Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report: 1627487-2018-10030. Reference MFR. Report: 1627487-2018-10031. It was reported the patient experienced heating in the forehead and shoulders during a MRI scan of the head on (B)(6) 2018. The patient experienced the heating sensation approximately 10 minutes into the 20 minute scan. The scan was stopped and a CT of the head was performed.

Event description:
Device 1 of 3. Reference MFR. Reports: 1627487-2018-10030, 1627487-2018-10031. Additional information revealed that patient has effective therapy post MRI and ipg has been able to get into and out of MRI mode without issue.

Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 3. Reference MFR. Reports: 1627487-2018-10030, 1627487-2018-10031. Additional information identified the patient most likely experienced anxiety leading to stress with a flushed body response. The medical review of the case determined the event is not related to the MRI scan and unlikely product related as the patient¿s leads are implanted in the brain and routed under the scalp and the location of the heating sensation was on the forehead and shoulders. The ipg was also not implanted during the MRI, it was implanted later.